Manufacturer narrative:
Sc-1110-02 sn: (B)(6). Device evaluation indicated that the complaint was not verified. The device was in hibernation, and it was fully recharged in one charging cycle. The battery depletion and sleep current rates were within the expected ranges, 12.69 mv and 89 ua respectively when the device was turned off. Since the device was manufactured in 2012, the battery efficiency likely decreases over time. The device passed all the required tests and revealed normal device characteristics.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent an ipg replacement and was doing well postoperatively.

Event description:
A report was received that the patients had difficulty charging the ipg. The patient underwent an ipg replacement and was doing well postoperatively.